Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representative regarding patient's implantable neurostimulator (ins). Patient reported that they are having a lot of back pain and they would like to meet with a representative to adjust their stimulation to provide more therapeutic relief. Pt stated that they ins really never provided therapeutic relief. Pt that they had an appointment probably 5 years ago to adjust stimulation, by the time they got to the parking lot, it felt the same as before and they just gave up. Pt's managing hcp has them set up for ablations, but wants to try once more to get the ins working better before that. Pt stated they are miserable. The rep reported that they noted high impedances, >40000 patient has a 97712 implanted 7 years ago and states it never really worked. Patient states it¿s been at least 5 years since she¿s seen anyone. Usage is 100 percent in evolve, and rep turned her to ld programming, capturing low back and leg areas without difficulty. Electrode 15 is out of range, but no programs are on lead 8-15. The issue was resolved.